Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-aug-2019 with the following findings: during investigation, there were no power interruptions observed in black box download. There was no damage found to the battery cap. The battery cap attached securely to pump. There were no power issues during testing. The pump was opened and no damage found to power circuit. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. The reporter denied damage to the pump. The reporter denied damage to the pump. There is no indication the alleged product issue caused or contributed to an adverse event.